Event description:
First implant (B)(6) 2012 came loose, had revision done (B)(6) 2018, still having problems because of a longer rod and damage nerves, swelling and pain, trouble walking. FDA safety report ID # (B)(4).